Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had a broken tip. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken main tube approximately 47.38mm from the distal tip. Components adjacent to this broken main tube do not show damage which may indicate potential mishandling/misuse. There is exposed tubing fiber on the proximal end of the tube. The complaint regarding a broken tip was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.